Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent a surgery that included electrocautery. During the procedure the device discharged and delivered a shock. Device interrogation revealed notification for possible high voltage circuit damage. Capacitor maintenance and device download were successfully performed and the device was restored to normal function. The patient will be monitored.